Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone, lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis. The patient's blood glucose levels reached 500 mg/dl. The patient's mother reported that the previous pod fell off during the night (captured in a related file), and they went to the hospital between 2-3 a.m. The patient had not replaced the pod as they did not have another pod to use, nor did they have a backup insulin delivery method. The patient experienced stress, pain and shortness of breath. The patient's mother went to the pharmacy to get a refill on pods but was instructed to take the patient to the hospital. At the hospital, the patient had blood work done, had an electrocardiogram (EKG) and x-rays and was discharged after 6 hours after bgs went back to normal.